Manufacturer narrative:
The lens was received and inspected under illuminated magnification. Results show an optic cut in half with dried solution on the surface, 1 broken haptic and one haptic stuck in the tube of an insertion cartridge. Lens met all specifications prior to release to market. Our investigation suggests the cause of this event is most likely related to customer handling. At the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
It was reported that during implantation of the intraocular lens the haptic detached from the optic. The incision was enlarged and the damaged lens exchanged for an alternate lens without complication.